Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 19th of october 2016 for further investigation. During the investigation the fse found wash probe leaking and a leaking wash syringe pump. Also, the fse replaced various pump trays and b/f tubing. Fse ran total t3 assay for precision and results were not within range. Then the 2 way valve to speciemen syring was replaced. A rerun of the total t3 assay was perfomred and the results were within range. Customer ran patient samples and tsh results were within range. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to the 2 way valve to specimen syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported intermittent < l on the psa and tsh on their aia-360 instrument. A field service engineer (fse) was dispatched to address the discrepant results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.